Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and five months later, patient presented with lower back pain. A lumbar spine radiograph which demonstrated that an inferior vena cava filter seen projecting over the spine. A computerized tomography previous examination was revealed a prong that had broken off and embolized to the right lower lobe of the lung. Additionally, the filter was found to protrude through the inferior vena cava wall and be in close contact with the psoas muscle, the aorta, and the small bowel. After one year and ten months, the patient presented with abdominal pain. A computerized tomography-abdomen/pelvis without contrast was demonstrated again, there was an inferior vena cava filter which has not changed in position or configuration when compared to the prior study. The right posterior prong extends beyond the expected margins of the wall of the inferior vena cava and abuts the anterior aspect of the right psoas muscle. The left posterior prong extends posterior to the aorta, and the anterior bent prong was also in unchanged position. On the next day, computerized tomography-abdomen/pelvis without contrast was showed that there was a linear radiopaque density in the right lower lobe, which was unchanged in position from multiple prior exams, representing a fractured inferior vena cava filter strut located within a subsegmental pulmonary artery. Since prior examination, there has been interval removal of the infrarenal inferior vena cava filter. There was a fractured strut abutting the anterior wall of the inferior vena cava which was stable in position and morphology from the prior examination. The strut measures approximately 2.1 cm. There was a tiny hyperattenuating fragment overlying the anterior inferior endplate of the l3 vertebral body to the right of midline. There was a similar tiny metallic fragment within the right psoas superficially approximately at the level of the l2-l3. These hyperattenuating densities most likely represent tiny retained inferior vena cava filter fragments which were present on the prior examination and not secondary to recent inferior vena cava filter removal. Then, the patient underwent inferior vena cava filter removal due to with broken struts. The right internal jugular vein was accessed. A 10 f sheath was then placed and advanced into the inferior vena cava over a 0.035 guidewire. A venogram was performed, which demonstrated a widely patent inferior vena cava with no evidence of thrombus. A retrieval device was then advanced through the sheath and the inferior vena cava filter was retrieved without difficulty. Post removal venogram showed no evidence of extravasation. Note was again made of an extraluminal strut in unchanged position. Inferior vena cava filter was removed successfully. Therefore, the investigation is confirmed for the alleged filter limb detachment, perforation of the inferior vena cava and material deformation. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached and perforated in to the organs. The device was removed percutaneously. It was further reported that the detached strut dislodged in lung and the patient experienced sharp pain on right side since the detachment; however, the current status of the patient is unknown.